Manufacturer narrative:
(B)(4). Results of investigation: carefusion has received the suspect device and is in the process of evaluating the unit. Once results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported by the customer that the ventilator went into all alarms mode. While it was alarming, the customer tried to remove the battery to stop it from alarming. This did not fix the issue, and the crew had to manually ventilate the patient during the flight. There was no harm or injury reported.

Manufacturer narrative:
Results of investigation: carefusion was able to duplicate the customer report that the ventilator is resetting. All subassembly modules were replaced one at a time as well as together. The ventilator continued to "intermittently" reset. After many days of testing; which included power cycling, setting changes, etc., engineering returned the exhalation module back to the customer ventilator. It still would not reset after many more additional days of testing. Due to the intermittent nature of the reset events, the root cause of failure cannot be determined with certainty. Carefusion will no longer use this ventilator for patient use.